Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 5 years and 11 months post implant of this 25 mm bioprosthetic aortic valve, the patient died. It was reported that the bioprosthetic valve had severe insufficiency which contributed to the patient's death.